Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the middle insulation was breached - metal induced oxidation. It was noted that the defibrillation coil and proximal conductor were distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the outer insulation was melted, the outer and outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
The right ventricular (rv) lead was capped and replaced during a routine device change out. The capped rv lead was later explanted, returned to the manufacturer, analyzed, and tested out of specification. Follow up with the physician that performed the device change out, indicated that the rv lead had tested fine prior to the procedure but when tested during the change out there was evidence of "make/break" signals that were consistent with a lead fracture. No patient complications have been reported as a result of this event.